Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would intermittently not recognize that the quik-combo therapy cable was connected. As a result, the device may not detect that a patient was attached to the device and defibrillation therapy may be delayed or not provided. This issue occurred during an inspection; there was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, advised that he had verified the reported issue. Physio-control provided the biomedical engineer with technical assistance. It was later confirmed by the biomedical engineer that he replaced the therapy connector assembly which resolved the reported issue. After observing proper device operation through functional and performance testing, the unit was placed back into service for use. The device has not been returned to physio-control for evaluation.